Event description:
The customer reported the insulin pump alarmed and shut off completely. The blood glucose reading at time of the call was 210mg/dl. Troubleshooting was performed. Advised customer to discontinue use of the device and revert to back up plan per doctor's instructions. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with a blank screen and a warm battery as a result of a capacitor on the liquid crystal display board puncturing through the isolation tape and making contact to the positive side of the battery tube. Further testing was not performed due to the blank screen.